Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair with the use of a vapr electrode for ablation and coagulating, the face plate of the electrode fell off in the body. The fragment was no able to be retrieved; x-ray taken revealed that the fragment is in the subacromial space. The procedure was concluded successfully without further issue or harm to the patient. The surgeon does not think that the un-retrieved fragment will pose a problem for the patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, although our (B)(4) affiliate states that the complaint device has been sent to us in october, nothing has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this, we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.